Event description:
Information received by medtronic indicated that the insulin pump had motor current error detected pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. During troubleshoot, the pump error occurred again during rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2022 the customer alleged the insulin pump having insulin pump error alarm. During power up, the insulin pump received insulin pump error during rewind. After further review, the motor was unable to turn due to a jammed gearbox. Unable to perform the displacement, rewind, prime, seating, basic occlusion, force sensor, occlusion tests due to the insulin pump error. Thus software was utilized and downloaded trace, history files properly. In further full review in the insulin pump history found multiple stuck motor alarm on (B)(6) 2022 12:59:59,18:25:49, (B)(6) 2022 13:00:03, (B)(6) 2022 13:19:26. Insulin pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. In conclusion, insulin pump error during rewind and in the trace, history files confirmed due to a jammed gearbox. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.